Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack and the reservoir retainer ring was detached. The customer's blood glucose was 13.1 mmol/l at the time of incident. The customer was unable to lock the reservoir in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4).

Manufacturer narrative:
Customer complained about back of the battery compartment / reservoir retainer ring. Device perform visual inspection and found missing retainer, missing reservoir tube o-ring, broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap does not lock properly inside the reservoir tube due to missing retainer. Unable to perform displacement test due to missing retainer. Device was confirmed for physical damage on the missing retainer, missing reservoir tube o-ring, broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment.